Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed air bubbles in the centrifugal pump. The user attempted to forward the air flow in the system. The air in the filter could not be removed. They used a bypass around the filter and clamped off the filter. The patient volume was restored. The user reported the surgical procedure was completed successfully. There was no adverse consequence to patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.